Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the unit was not ventilating. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: on review, this file was found to be a duplicate and all information will be submitted on 3012307300-2023-04270. Please disregard all files associated with 3012307300-2023-04261.